Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 449 mg/dl. Customer¿s current blood glucose was 449 mg/dl. Customer was not able to remove battery cap. Customer declined troubleshoot for high blood glucose level. The product will be returned for the analysis.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test.